Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed an advanced failure analysis (fa) investigation for the vessel sealer extend instrument associated with this complaint. The initial fa results were partially confirmed. The instrument passed self-test 7 out of 7 times. The energy delivery test was performed, and the instrument passed. The customer reported complaint was not confirmed nor replicated, in-house.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint and completed a failure analysis (fa) investigation. Fa did not replicate nor confirm the customer reported complaint. Functional testing, including energy delivery tests, of the device in an attempt to replicate the reported complaint was not possible, due to the condition of the returned device. The instrument passed the electrical continuity test. A review of the logs shows no errors. The following additional observations were not reported by the site and are not related to the customer reported complaint: the instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system, and it failed the self-test. This was repeated a total of three times, without success. The instrument was also found to have a stuck blade that could not be manually extended; however, the instrument passed the knife slot test. Further, the metal component of the grip tips on the instrument was found to be dislodged, and the plastic component inside of the grip tips showed signs of thermal damage. This plastic component is normally covered by the dislodged metal component of the grip tips. Lastly, the instrument was found to have dislodged ceramic dots, which were not returned with the instrument. Commonly, these failures are attributed to mishandling/misuse. A review of the advanced instrument log for the vse instruments used during the procedure was performed by an isi failure analysis engineer (fae). Per the fae, the logs show 4 completed homing events for lot number: m90211117-0158. However, since the logs begin with a cut event, this instrument likely passed homing at least once more, but it was not recorded in the logs. The logs show various seal events and completed cut events for this instrument, with an average seal duration time of 6.29 seconds. There are no errors in the logs related to the usage of this instrument. The second instrument used was lot number: m90211117-0305. The logs show 4 completed homing events for this instrument, followed by various seal events and cut completed events. The average seal duration time for this instrument was 4.46 seconds. There are no errors in the logs related to the usage of this instrument.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the vessel sealer extend (vse) instrument did not cauterize vessels successfully. Per the initial reporter, the vse was not burning any tissue. The site attempted to switch the bipolar cord, but it did not fix the problem. The technical support engineer did not note any errors in the system logs, nor were there errors displayed on the erbe electrosurgical unit.. The site opened a new vse instrument, and no further issues were noted. The initial reporter indicated that there was unnecessary bleeding / oozing during the procedure as a result. The procedure was successfully completed.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend not sealing properly, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but the instrument has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. If additional information is obtained, a follow-up MDR will be submitted. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Although unnecessary bleeding / oozing was reported by the site as a result of this issue, the extent of the bleeding / oozing is currently unknown. At this time, the event as reported does not meet the criteria for a serious injury.